Event description:
The rep clarified that it¿s 0.1ma instead of 1ma. There is one single point in the timeline with stimulation at 0.1ma instead of 0ma. The exact file and timeline is not known. Rep states it may be different values, for example, always 1.5ma instead of one value at 1.6ma. The value at 0.1ma precedes a missing data in the timeline.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: it was reported that they provided one more update to this case. The stim amplitude timeline change was expected percept behavior. In the json file they saw that amplitude limits were set 0-1.5ma and stim status was on the clinician. So the amplitude being .1 for one 10 minute time point was the patient incrementing their stimulation with the patient programmer for a short time. There was no unexpected therapy for the patient. The would continue to work on the missing brainsense timeline data points but those do not impact the therapy of the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the professor saw a timeline with one (or two) missing data point and does not know why. It was indicated either data was missing or maybe sensing was paused but they do not see an event for that. Additional information was received from the manufacturer representative (rep) that the issue was first observed on (B)(6)2023. No actions/interventions were taken to resolve the missing data in timeline. The issue has not resolved. The logs will be obtained on (B)(6) 2023. (B)(6) 2023 e2 (rep, for): the report had 2 datapoints missing in the timeline. In one case and just before a missing data in the timeline, stimulation was on average 1ma stronger. The rep could see no indication that the patient increased and then decreased stimulation via the patient programmer. The physician mentioned that during a streaming session, while the patient was moving and touching the neurostimulator they noticed some missing data packet(s) in the streaming and in one occasion experienced ¿loss of connection¿. It is known that unstable telemetry can lead to loss of connection or loss of data packets.